Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-09 the representative reported that the serial of the pump would be available once explanted. However, the physician programmer information noted the pump was (B)(4). The patient¿s medical history, indications for use, and concomitant medications were reported as ¿n/a¿. Actions and interventions taken to resolve the issue were reading the logs for the sound of the alarm. As of (B)(6) 2016, the pump delivered baclofen 2000 mcg/ml at a dose of 379.7 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in italy who was receiving an unknown drug, not obtainable, via an implantable pump. The dose and concentration were not provide and the concomitant medications were not obtainable. The patient¿s medical history was reported as ¿none¿. It was reported on (B)(6) 2016, during normal use, the patient perceived the bitonal alarm and went to the hospital. There were no environmental, external, or patient factors that led or contributed to the event issue. The pump log reading noted several episodes of motor stalls and recoveries. The pump was updated and a pop up noted a motor stall message. A planned replacement was reported as an action/intervention but it was not yet scheduled. At the time of the report the issue was not resolved and the patient's status was reported as alive-no injury. No patient symptoms had been reported at this time. The pump remained implanted but out-of-service.

Event description:
On 2016-06-08, additional information was received from foreign manufacturer representative (rep). It was reported that further actions taken to resole the issue were reading of logs. However, the pump logs were not available. It was unknown if any other messages were present. It was unknown if any symptoms occurred. The diagnosis for use of the system were unknown.